Manufacturer narrative:
Investigation evaluation: a review of the photos provided by the user confirmed the report, specifically photo number three (3). It displays two (2) bands (one (1) amber and one (1) black) on the varix. Without return of the complaint device, a complete evaluation could not be performed. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter multi-band ligator. When performing the endoscopic procedure of elastic ligation, with the first ligature, the doctor observed the release of the ring (band) without fixation in the aspirated varicose vein [band prematurely deployed]. The same thing occurred with two other attempts. It was only possible to make two bandages. The last attempt released two bands at once on the same varicose vein [band prematurely deployed].

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter multi-band ligator. When performing the endoscopic procedure of elastic ligation, with the first ligature, the doctor observed the release of the ring (band) without fixation in the aspirated varicose vein [band prematurely deployed]. The same thing occurred with two other attempts. It was only possible to make two bandages. The last attempt released two bands at once on the same varicose vein [band prematurely deployed]. The following additional information was received on 02/08/18: the bands prematurely deployed. In the first ligation, the looseness of the ring (band) was observed, without aspiration varix fixation. The same [thing] occurred in the other two (2) attempts. [The user] was able to perform only two ligatures. The last one [attempt], released two bands in [on] the same varix.